Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Customer was instructed to use multiple daily injections if pump battery depleted, and technical support arranged shipment of replacement charging cable and wall adapter. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.